Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Correction - original event description has been updated. There was no insulation issue reported with this event. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was alleged that there was sparking coming from the power cord.